Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 7084980, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
It was reported via facility medwatch (mw5094019) that during trial procedure a piece of the catheter broke off and remained inside patients body. The physician will remove the remaining piece of the catheter once the patient will undergo a permanent implant procedure. The patient was reportedly doing well.